Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item .

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula bent event on (B)(6) 2026. The event occurred three or more hours after insertion. The insertion site was abdomen. The blood glucose level was high, and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information is available.